Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Electrical testing performed during analysis indicated an open electrical coil on the lead. An x-ray and physical destructive analysis showed signs of fracture aat the helix shaft area. The damage found is consistent with a lead fractured by cyclic stress.

Event description:
This report is to advise of an event observed during analysis.